Event description:
A hemodialysis facility reported that during treatment the arterial line separated from the arterial chamber, just below the junction where the saline line enters the arterial line. There was minimal blood loss and no adverse effect to the pt. The lines have been discarded.

Manufacturer narrative:
(B)(4).